Event description:
It was reported that there was a catheter blockage. The hcp stated there was something blocking the tip but was later cleared. The hcp stated that the patient did not have any morphine sulfate for about 40 days. The hcp stated that the patient was on a very high dose of 26.36 mg/day and now the md wanted to put the patient back on that dosage. The hcp stated that she was concerned about starting the patient on that high of a dosage. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).